Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Analyst commented, all electrical testing was within specified parameters. (B)(4)

Event description:
It was reported that the implantable pacing lead (ipl) exhibited unstable threshold since implant. It was also that an intermittent exit block was noticed. The ipl was explanted and replaced. No patient complications have been reported as a result of this event.